Event description:
Initial results for two patient sodium tests were 127 and 125 mmol/l. When repeated, the results were 134 and 138 mmol/l. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.